Manufacturer narrative:
This report is submitted on april,23,2023

Manufacturer narrative:
This report is submitted on february 03, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site, exposing the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.